Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for one unknown plate. Part and lot numbers were not available for reporting. Other¿UDI# is unavailable. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that an unknown synthes plate fractured on an unknown date and was explanted on (B)(6) 2010. The plate was originally implanted on (B)(6) 2009. The patient outcome is unknown. This report is for one unknown plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Upon further investigation, which was completed on march 3, 2016, it was determined that the actual awareness date for this incident was (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The original date of awareness for the reported event was reported in error on the initial medwatch as (B)(6) 2016. It was verified on (B)(6) 2016 that the correct date of awareness was in fact (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that a 7.3mm cannulated screw was implanted (manufacturer unknown) on an unknown date. On (B)(6) 2009, this screw was explanted and a 130-degree angled blade plate, along with five (5) 4.5mm cortex screws, was implanted. On an unknown date thereafter, the plate was determined to be broken and a revision surgery was performed on (B)(6) 2010. There was no report of damage to the screws.

Manufacturer narrative:
Device history record review: manufacturing location: (B)(4) - manufacturing date: june 20, 2008 - expiration date: may 31, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.